Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinus infections and cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.